Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the caller stated another nurse called on (B)(6) and spoke to someone. The caller indicated someone from the manufacturer called the nurse back and stated a replacement component would be sent and delivered monday, (B)(6). The caller called because they had not received the replacement yet. Technical services found no record of the call. The caller stated that they also received a part in (B)(6), but the piece was loose again. The caller stated the pin was loose and they had to move to make a connection and they¿ve had to wiggle it so much that it lost connection and the screen would turn off. The caller also mentioned that the connection was lose where the black cord plugged into the black box on the cord. The caller stated that they device was not working at all and was unable to charge. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger: analysis found the connector pin to have been broken. If information is provided in the future, a supplemental report will be issued.